Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/22/2023, it was reported by a sales representative via sems that an ar-9236-02pp univers vaultlock glenoid trial broke. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: h6. The complaint is confirmed. One unpackaged ar-9236-02pp serial/batch number (B)(6) was received for investigation. No functional testing was performed; part is broken. Visual evaluation found that the device is broken in half. The cause remains undetermined.